Event description:
It was reported that during device interrogation, high, out of range hv lead impedance was observed. Two subsequent measurements were in normal range. Programming changes were recommended to monitor the lead. Normal follow-up will continue.